Manufacturer narrative:
Device evaluation/investigation has not been completed at this time.

Event description:
During on-site training of a new feacture (auto assist registration), a co trainer noted a discrepancy between the data being transferred to the laser from the wavefront diagnostic device. Information provided by the facility indicates there was no pt injury/impact associated with this event.